Manufacturer narrative:
Date of event: used (B)(6) 2022 as the event date was not reported.

Event description:
It was reported that the blade was lifted. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the cutting wire broke free. No patient complications were reported.

Event description:
It was reported that the blade was lifted. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the cutting wire broke free. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used 03/01/2022 as the event date was not reported. Device evaluated by MFR: the device was returned for evaluation. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon of the device was visually examined, and no issues were noted that may have potentially contributed to the complaint incident. A visual examination of the returned device identified that a 10mm section of blade was noted to have lifted. The blade pad and all other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified a shaft kink 35mm distal from the distal end of the strain relief. No other issues were identified during the product analysis.